Event description:
The event occurred in china. It was reported that the battery does not work on the rotaflow console at the beginning of the surgical transfer. The device was replaced with another device during treatment. No harm to any person has been reported. Due to the reported exchange a report is required. Complaint ID:(B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the battery does not work on the rotaflow console at the beginning of the surgical transfer. The device was replaced with another device during treatment. The power supply board is suspected to be defective. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the reported failure. It was found that the battery was empty and the charging function of the power supply board was bad. However, the customer confirmed not to order any repair. Since the rotaflow console will not be repaired the root cause could not be determined. However, the failure mode "battery does not work" can be linked to the following most probable root causes according to the rotaflow risk management file: battery power failure e.g.: 1. Power supply board failure 2. Software error 3. Defect of charger unit. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities was performed on 2024-11-13 and during the period of 2020-03-16 to 2024-11-07 does not show any non-conformity in regard to the reported product and failure. T here is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2020-03-16. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.